Event description:
During the prepping of a penumbra system reperfusion catheter 054, a kink was observed at the proximal end near the stainless steel strain relief as the operator pulled the catheter from the dispensing hoop. The physician set the product aside and removed another catheter from inventory with no incident.

Manufacturer narrative:
Results: there is a kink at the beginning of the spiral cut of the stainless steel strain relief. A 0.054" mandrel was introduced into the hub and advanced distally. The mandrel moved smoothly through the catheter and exited the distal tip without impediment. The catheter is functional but damaged. Conclusion: the kink noted in the complaint is confirmed. Based on the complaint description, it is unknown if this happened when unpacking the device or during preparation for use. This sort of damage can occur when the catheter is not removed from the carrier hoop properly. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.